Event description:
A customer reported that their pump screen was unresponsive and would not turn on. This issue resulted in the customer's blood glucose level displaying as "high," though the specific value was unknown. The customer managed their high blood glucose through a correction injection using manual delivery. Customer technical support (cts) instructed various troubleshooting steps, but the pump remained unresponsive, with a red led blinking and no vibrations occurring. As a result, cts organized for a replacement pump to be sent, along with training resources, and advised the customer to use a manual delivery method as backup. The customer was also given instructions on returning the problematic pump to tandem.